Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the pads of j2005 were lifted and the j4 connector was broken from the auxiliary pca board. The cause of the test failure is the lifted pads and broken connector. The root cause of the lifted pads was unable to be positively identified. The root cause of the broken connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn: (B)(4) indicating that it would not power on.